Event description:
This adverse events recorded on a crf as part of the (B)(6) registry for barrett's esophagus. After the first rfa treatment the pt experienced dysphagia. Between the first and second rfa treatment the pt was dilated. The second rfa treatment could not be completed as the stenosis was too severe and the pt was then dilated again and this happened repeatedly. Due ot the stenosis the treatment got delayed. Pt was improved during follow up. The pt already had mild stenosis before the first rfa treatment was initiated. Per the physician, the event was not related to the device procedure and not related to any malfunction of the device.